Event description:
The dealer states joystick will not find neutral, brakes will not engage.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.